Manufacturer narrative:
(B)(4). Additional information: the device was received with the clamp arm detached from the instrument and returned. As a result of the clamp arm detachment, the tube assembly was distorted. The tissue pad was found in good physical condition and properly attached to the clamp arm. The device was partially tested with the gen04 and the device performed as required during testing; though all testing could not be completed due to the condition of the returned device. Possible causes of the clamp arm detachment are not closing the trigger when sliding the torque wrench on and off; not closing the trigger when introducing or removing through the trocar; or possible entanglement in fibrous tissue.

Manufacturer narrative:
(B)(4). Device evaluation - no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, it was found that the tissue pad lifted off the clamp arm. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.